Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the episodes of noise ventricular reversion recorded by the device. Non -reproducible noise appeared to be exhibited by the right ventricular lead. No interventions were made. The patient was in stable condition.